Event description:
On (B)(6) 2023, a patient (pt) reported multiple acuvue® oasys® brand contact lenses (cls) "disintegrated" in the right eye (od) beginning last month (exact date not provided). The pt visited the emergency room (ER) "a few times" to have the lenses removed using "a dye" and forceps causing "excruciating pain." The pt reported a diagnosis of ¿eye infection called corneal ulcer" in the od. The pt agreed to provide ER discharge papers as no other information was available. The pt refused to take prescription medications and stated only pain medicine (name, dosage and frequency not provided)was given while the piece of the lens was removed, due to the pt's "autoimmune condition." The pt reported a two-week replacement schedule. On 29aug2023, additional information was provided by a representative at the pt's prescribing eye care professional's (ecp's) office. The pt was provided two trial cls on (B)(6) 2023 and (B)(6) 2023, then purchased a 12 pack of acuvue® oasys® brand cls on 12aug2023. The pt spoke with the office this morning and did not mention any issues with the od or advise of a diagnosis of corneal ulcer. No additional medical information was provided. Additional attempts were made to obtain ER discharge papers and additional medical information from the pt by phone and email on 05sep2023 and 12sep2023 with no success. No additional medical information has been received. This od "corneal ulcer" is being reported as a worst-case event as we were unable to verify the pt¿s diagnosis and treatment with the treating doctor. The date of the pt¿s event is being recorded as 01jul2023, as the exact event date is unknown. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b014ct5 was produced under normal conditions. The od suspect cls were discarded. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
H3 other text : suspect product was discarded.